Manufacturer narrative:
The customer reported that "the autopulse platform (sn (B)(4) is inoperative." Based on the platform's archive data, the customer had not used this autopulse platform since october 2020 until the device was received at zoll in march 2023. The autopulse platform passed the preliminary functional test without any fault or error; however, during a run-in test using a large resuscitation test fixture (lrtf), the autopulse platform failed the test due to user advisories (ua) 02 (compression tracking error) and ua17 (max motor on time exceeded during active operation). Technical investigation revealed that the root cause of the ua02 and ua17 was the malfunctioning drivetrain motor, which has likely failed due to aging and wear and tear of its components. The autopulse platform was manufactured in july 2009 and is over 13 years old, well beyond its expected service life of 5 years. However, contribution of user mishandling cannot be ruled out because the autopulse platform was not used frequently, and no documented report was found showing that preventative maintenance (pm) was performed since the customer acquired the platform in 2009. It is possible that the lack of maintenance and regular inspections also contributed to the degradation of the mechanical components of the drivetrain, leading to its eventual failure. The drivetrain motor will be replaced to address the customer's reported complaint. Upon visual inspection, it was noted that the load plate cover had a hole, not reported by the customer. This type of physical affects the watertight seal, and it is characteristic of user mishandling and neglect. The load plate cover will be replaced to resolve the issue. A review of the platform's archive data file showed multiple ua02 and ua17 advisory messages occurred in september 2018. The customer cleared these advisory messages, and the autopulse platform was not used anymore until february 2020. These advisory messages were not reported by the customer but were replicated during functional testing performed at zoll. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6)) is inoperative. The customer stated that no further information is available. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.